Manufacturer narrative:
No device sample is available for investigation. A device history record (DHR) review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed due to lack of product sample and batch number to perform a proper investigation and determine a root cause. No corrective actions taken.

Event description:
The complaint was reported as: the device was working fine and it was collecting pleural blood and air, however the blood and air was not staying contained to the collection chamber. Blood was spilling over into the water seal chamber and into the suction chamber. Also, blood was making its way along the suction tubing toward the wall suction. This happened quit quickly after the chest drain was attached. Device changed out and the same thing occurred. Third device functioned properly. This is one of two complaints reported. No pt injury reported. Pt's condition reported as fine.